Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while reportedly wearing the lifevest. After further review, it was determined that the patient received seven appropriate treatments which did not convert the arrhythmias to a slower rhythm. The patient also received 6 non-lifevest defibrillations.   The device was started up at 06:06:26 on (B)(6) 2021. At 14:06:18, an arrhythmia was detected. ECG shows vf with CPR/motion artifact and electrode lead falloff. At 14:07:29, the patient received the first non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. The post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:07:07, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:07:36, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:08:07, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was CPR/motion artifact and electrode lead falloff. At 14:08:26, the patient received the second non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:10:27, the patient received the third non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:10:44, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:11:15, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:13:25, the patient received the fourth non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:16:29, the patient received the fifth non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:18:28, the patient received the sixth non-lifevest defibrillation. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 14:19:42, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was CPR/motion artifact and electrode lead falloff. At 14:20:28, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 15:34:40 on (B)(6) 2021. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.